Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator on (B)(6) 2014, that the patient experienced a low voltage alarm while on battery power, and lying in bed and turning from his right to left side. The alarm stopped when he was supine. The patient's percutaneous lead was replaced the previous day. On (B)(6) 2014, the patient experienced pump off and low speed alarms. The patient was given an ungrounded patient cable. On (B)(6) 2014, the patient's pump was exchanged.

Manufacturer narrative:
Reference follow-up MFR report # 2916596-2014-01360 regarding the percutaneous lead replacement that took place on (B)(6) 2014. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Upon return of the pump, the percutaneous lead was tested for electrical continuity in the condition that it was received, and the percutaneous lead did not reveal any discontinuities or shorts. However, visual inspection of the percutaneous lead revealed a breach to the insulation of the brown, black, green, and red wires adjacent to the metal nipple of the pump housing, exposing the inner conductors. This observed wire damage appeared to be the result of abrasion against the braided shield. Minor abrasions to the remaining wires were also noted, but the remainder of the percutaneous lead appeared otherwise unremarkable. If the exposed conductors of the brown, black, green, or red wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarm events and pump stop. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other, or simultaneous contact, with the braided shield on tethered support or battery power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.